Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: what was the product code of the cartridge(s) (gst60t, ecr60d, etc.)? Ecr60b, ecr60w. Was buttressing material utilized? If so, which product? No buttressing used. When "part of the plastic covering the jaws fell off" did the plastic covering fall into the patient? Yes. If yes, was the plastic covering removed from the patient? Yes. Will the plastic covering be returned with the device for analysis? No. If not, was the plastic covering disposed of? Yes. Was there any patient consequence as a result of the event? No.

Event description:
It was reported by the affiliate that during a sleeve resection procedure, after several reloads changes and pulling through the trocar the end of the instruments were not straight, was not possible to make them straight and part of the plastic covering the jaws fell off. Another like device was used to complete the procedure. There were no adverse consequences for the patient. I discussed with the customer whether the trocars are not tight but they said no, that initially were not making any problems to go through.

Manufacturer narrative:
(B)(4). Batch # n5463f. The analysis found that one long60a device was returned in good visual condition and with a gst60w cartridge present. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the straight and articulated positions with test cartridge reloads and achieved its complete firing sequence without any difficulties. The staple lines and cut lines were complete and the staples were noted to have the proper b-form shape. Please note that in order to articulate or disarticulate the device, the jaws must be opened. Pull the fins of the rotating knob back with the index finger and apply a sweeping motion towards the side articulation is wanted while gently pushing the instrument handle towards the grounding surface. Maintain the jaws pressed against the grounding surface during this action. Once the desired articulation angle is reached, release the rotating knob to lock the angle. Event could not be confirmed as the articulation feature worked as intended and the joint cover was noted in good visual condition. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.